Event description:
It was reported that during a breast biopsy procedure, while setting up for a case, an error code was received. They changed probes, tubing sets and cannisters and continued to receive the error code. They held the tubing set into the control module and completed the case with no consequence to the patient.